Event description:
Procedure type: cholecystectomy. According to the reporter: the bag would not uncoil and it stripped away from the metal ring. The surgeon had to enlarge the incision and pull out the gallbladder by hand. Removed gallbladder via incision. The incision was extended more than one inch.

Manufacturer narrative:
(B)(4).